Event description:
It was reported that 60 bd posiflush¿ normal saline syringes had difficult plunger movement. The following information was provided by the initial reporter, translated from (B)(6): "the head nurse of the oncology department reported that when using flush10ml, the push rod could not be unlocked and activated. The nurses in this batch of departments reported that they could not be unlocked, so they took off the cone head cap directly. It was difficult to exhaust during use, which brought difficulties to clinical work. Inconvenient."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 1256957. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.